Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument would not perform adequately. The instrument was not moving as expected. The procedure was completed with no reported injury. On 01/03/2025, following additional information was received from initial follow-up: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was unrelated to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction. The customer was unable to recall after all this time what was the intended direction/movement after all this time. The customer stated "I think no movement was achieved" when asked was the timing of the instrument movement appropriate. There was no shakiness and/or friction; instrument-to-instrument; arm-to-arm interferences. There were no external collisions. The issue was observed while cutting the tissue with fault in one direction. The reported instrument was removed and replaced. Drapes were not involved. The batch number of drape was not recorded and was discarded after use. The drapes were unavailable for return. There was no injury to the patient. The instrument was inspected prior to use with nothing out of the ordinary noted. The instrument was available for return to isi. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The customer was unable to approximate when the issue occurred.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.